Event description:
The suspected usb cable was received on 10/2/2015. No anomalies associated with the serial cable performance were noted during product analysis. The serial cable performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that a physician has a malfunctioning serial adapter cable associated with a tablet. No patients were affected as they had a back up tablet to fix the situation. Attempts for additional relevant information were unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the facility discarded the cable. The device was reported to have shown "unable to open port" error message. Trouble shooting was handled by using an additional cable from back up device. Product evaluation could not be performed as the suspect device was discarded.